Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument was successfully fired twice. When attempting to staple a side-to-side anastomosis, the compression could be triggered but could not be fired. There was an error message that the sureform 60 stapler instrument had to be changed. The sureform 60 stapler instrument could no longer be opened via the surgeon side console (ssc) but had to be manually opened by hand. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on the in-house system. The instrument passed initialization, recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf black 60 reload. Visual inspection was performed and no damage was observed. Additionally, the instrument logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument.

Event description:
Refer to h11 for follow-up information.